Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The device has been returned for evaluation. Failure mode was due to low purge pressure causing no change in pressure when the purge cassette piston stroked. However, the overall root cause of the low purge pressure is undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automatic impella controller (aic) experienced a controller failure red alarm. The resolution for this issue is unknown. No report of patient involvement, harm, or injury.